Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was not exposed to moisture but the numbers began to scroll without input during a bolus. The blood glucose reading at the time of the report was 218 mg/dl. It had been above 400 mg/dl before customer treated with a manual injection. Nothing further was reported.